Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a gastrojejunostomy on (B)(6) 2019 and a reservoir was connected to a drain. When trying to bend the bottom flap to re-activate the reservoir in the ward, the bottom flap had been broken at connecting part. The lot number is unknown. Further details are not provided. No reported patient consequences.